Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: due to a dent on channel tube suction volume did not meet the standard value, due to damage on channel tube the channel cleaning brush could not inserted smoothly, the eyepiece had a scratch, the diopter ring had a scratch, the suction cover had a scratch, the grip had a scratch, the venting connector under grip was shaved, the up/down angulation plate had a scratch, the connecting tube had a dent and a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited peeling coating on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which are described in chapter 3 preparation and inspection 3.2 endoscope preparation and inspection. Olympus will continue to monitor field performance for this device.